Event description:
It was reported several cases of collagen peel off events after grafts were turned inside out during thoracic aorta surgical procedures. Grafts were owever implanted after physician removed the pieces of collagen that peeled off.